Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device(location of device: fallopian tubes),"), pelvic pain ("severe pelvic pain / pain"), abortion spontaneous ("stillbirth or miscarriage"), pregnancy with contraceptive device ("pregnancy"), autoimmune disorder ("possible autoimmune disorder") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 and altered hormone level. Concurrent conditions included obesity, vomiting, breast engorgement, abdominal pain, anxiety, vomiting, amenorrhea and blood pressure high. Family history included prostate cancer (grandparent), hypertension, breast cancer and throat cancer. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems") and fatigue ("fatigue"). On (B)(6)2015, 1 year 4 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("complications during menstruation"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("severe depression"), dry skin ("extreme dry skin"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and anxiety ("psychological or psychiatric problems condition:mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic bilateral salpingectomy and removal of coils). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation and pelvic pain had resolved and the abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, uterine haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, dry skin, bladder disorder, urinary tract disorder, migraine, headache, weight decreased, nausea, nervous system disorder, visual impairment, fatigue, gastrointestinal disorder, alopecia, dysmenorrhoea, abdominal pain and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity was 7. She tolerated the procedure well. She endured these problems for several month before seeking additional medical treatment. The partial hysterectomy was necessary because the essure device caused the complications mentioned and needed to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Pregnancy test urine - on an unknown date: negative. On (B)(6) 2015 patient had follow up pregnancy test which was negative. On (B)(6) 2014 patient had obstestric ultrasound resulted in decrease fetal movement, oligohydramnios, benign essential essential hypertension on (B)(6) 2015 surgical pathology final report - description: "right fallopian tube with essure device": fabricated fallopian tube that is 7.0 cm in length x 0.6 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Also received within the container is silver, metallic, coiled medical device in aggregate 3.7 x 0.5 x 0.2 cm; "left fallopian tube with essure device" fimbriated fallopian tube that is 6.5 cm in length x 0.7 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Slightly adherent to the proximal end of the fallopian tube is silver, metallic, coiled medical device in aggregate 2.5 x 2.2 x 0.2 cm. Concerning the injuries reported in this case, the following one was reported via medical records: uterine haemorrhage,vaginal haemorrhage and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device(location of device: fallopian tubes),"), pelvic pain ("severe pelvic pain / pain"), abortion spontaneous ("stillbirth or miscarriage"), pregnancy with contraceptive device ("pregnancy"), autoimmune disorder ("possible autoimmune disorder") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 and altered hormone level. Concurrent conditions included obesity, vomiting, breast engorgement, abdominal pain, anxiety, vomiting, amenorrhea and blood pressure high. Family history included prostate cancer (grandparent), hypertension, breast cancer and throat cancer. On (B)(6) 2014, the patient had essure inserted. In february 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems") and fatigue ("fatigue"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("complications during menstruation"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("severe depression"), dry skin ("extreme dry skin"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and pelvic pain had resolved and the abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, uterine haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, dry skin, bladder disorder, urinary tract disorder, migraine, headache, weight decreased, nausea, nervous system disorder, visual impairment, fatigue, gastrointestinal disorder, alopecia and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity was 7. She tolerated the procedure well. She endured these problems for several month before seeking additional medical treatment. The partial hysterectomy was necessary because the essure device caused the complications mentioned and needed to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Pregnancy test urine - on an unknown date: negative. On (B)(6) 2015 patient had follow up pregnancy test which was negative. On (B)(6) 2014 patient had obstestric ultrasound resulted in decrease fetal movement, oligohydramnios, benign essential essential hypertension on (B)(6) 2015 surgical pathology final report - description: "right fallopian tube with essure device": fabricated fallopian tube that is 7.0 cm in length x 0.6 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Also received within the container is silver, metallic, coiled medical device in aggregate 3.7 x 0.5 x 0.2 cm; "left fallopian tube with essure device" fimbriated fallopian tube that is 6.5 cm in length x 0.7 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Slightly adherent to the proximal end of the fallopian tube is silver, metallic, coiled medical device in aggregate 2.5 x 2.2 x 0.2 cm. Concerning the injuries reported in this case, the following one was reported via medical records: uterine haemorrhage,vaginal haemorrhage and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device(location of device: fallopian tubes),"), pelvic pain ("severe pelvic pain / pain"), abortion spontaneous ("stillbirth or miscarriage"), pregnancy with contraceptive device ("pregnancy"), autoimmune disorder ("possible autoimmune disorder") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 and altered hormone level. Concurrent conditions included obesity, vomiting, breast engorgement, abdominal pain, anxiety, vomiting, amenorrhea and blood pressure high. Family history included prostate cancer (grandparent), hypertension, breast cancer and throat cancer. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems") and fatigue ("fatigue"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("complications during menstruation"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("severe depression"), dry skin ("extreme dry skin"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and anxiety ("psychological or psychiatric problems condition:mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic bilateral salpingectomy and removal of coils). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and pelvic pain had resolved and the abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, uterine haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, dry skin, bladder disorder, urinary tract disorder, migraine, headache, weight decreased, nausea, nervous system disorder, visual impairment, fatigue, gastrointestinal disorder, alopecia, dysmenorrhoea, abdominal pain and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity was 7. She tolerated the procedure well. She endured these problems for several month before seeking additional medical treatment. The partial hysterectomy was necessary because the essure device caused the complications mentioned and needed to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Pregnancy test urine - on an unknown date: negative. On (B)(6) 2015 patient had follow up pregnancy test which was negative. On (B)(6) 2014 patient had obstetric ultrasound resulted in decrease fetal movement, oligohydramnios, benign essential hypertension on (B)(6) 2015 surgical pathology final report - description: "right fallopian tube with essure device": fabricated fallopian tube that is 7.0 cm in length x 0.6 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Also received within the container is silver, metallic, coiled medical device in aggregate 3.7 x 0.5 x 0.2 cm; "left fallopian tube with essure device" fimbriated fallopian tube that is 6.5 cm in length x 0.7 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Slightly adherent to the proximal end of the fallopian tube is silver, metallic, coiled medical device in aggregate 2.5 x 2.2 x 0.2 cm. Concerning the injuries reported in this case, the following one was reported via medical records: uterine haemorrhage,vaginal haemorrhage and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received: new events: abdominal pain, anxiety added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device(location of device: fallopian tubes),'), pelvic pain ('severe pelvic pain / pain'), uterine haemorrhage ('abnormal uterine bleeding') and abortion spontaneous ('stillbirth or miscarriage') in a 29-year-old female patient who had essure (batch no. C91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and altered hormone level. Concurrent conditions included obesity, vomiting, breast engorgement, abdominal pain, anxiety, vomiting, amenorrhea and blood pressure high. Family history included prostate cancer (grandparent), hypertension, breast cancer and throat cancer. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, uterine haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), autoimmune disorder ("possible autoimmune disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("complications during menstruation"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("severe depression"), dry skin ("extreme dry skin"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and anxiety ("psychological or psychiatric problems condition:mental anguish"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes) and laparoscopic bilateral salpingectomy and removal of coils). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, menstrual disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, dry skin, bladder disorder, urinary tract disorder, migraine, headache, weight decreased, nausea, nervous system disorder, visual impairment, fatigue, gastrointestinal disorder, alopecia, dysmenorrhoea, abdominal pain and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2014 and (B)(6) 2015. Insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity was 7. She tolerated the procedure well. She endured these problems for several month before seeking additional medical treatment. The partial hysterectomy was necessary because the essure device caused the complications mentioned and needed to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Pregnancy test urine - on an unknown date: results: negative.. On (B)(6) 2015 patient had follow up pregnancy test which was negative. On (B)(6) 2014 patient had obstestric ultrasound resulted in decrease fetal movement, oligohydramnios, benign essential essential hypertension on (B)(6) 2015 surgical pathology final report - description: "right fallopian tube with essure device": fabricated fallopian tube that is 7.0 cm in length x 0.6 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Also received within the container is silver, metallic, coiled medical device in aggregate 3.7 x 0.5 x 0.2 cm; "left fallopian tube with essure device" fimbriated fallopian tube that is 6.5 cm in length x 0.7 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Slightly adherent to the proximal end of the fallopian tube is silver, metallic, coiled medical device in aggregate 2.5 x 2.2 x 0.2 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device(location of device: fallopian tubes),'), pelvic pain ('severe pelvic pain / pain'), uterine haemorrhage ('abnormal uterine bleeding') and abortion spontaneous ('stillbirth or miscarriage') in a 29-year-old female patient who had essure (batch no. C91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and altered hormone level. Concurrent conditions included obesity, vomiting, breast engorgement, abdominal pain, anxiety, vomiting, amenorrhea and blood pressure high. Family history included prostate cancer (grandparent), hypertension, breast cancer and throat cancer. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, uterine haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), autoimmune disorder ("possible autoimmune disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("complications during menstruation"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("severe depression"), dry skin ("extreme dry skin"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and anxiety ("psychological or psychiatric problems condition:mental anguish"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes) and laparoscopic bilateral salpingectomy and removal of coils). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, menstrual disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, dry skin, bladder disorder, urinary tract disorder, migraine, headache, weight decreased, nausea, nervous system disorder, visual impairment, fatigue, gastrointestinal disorder, alopecia, dysmenorrhoea, abdominal pain and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2014 and (B)(6) 2015. Insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity was 7. She tolerated the procedure well. She endured these problems for several month before seeking additional medical treatment. The partial hysterectomy was necessary because the essure device caused the complications mentioned and needed to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Pregnancy test urine - on an unknown date: results: negative.. On (B)(6) 2015 patient had follow up pregnancy test which was negative. On (B)(6) 2014 patient had obstestric ultrasound resulted in decrease fetal movement, oligohydramnios, benign essential essential hypertension on (B)(6) 2015 surgical pathology final report - description: "right fallopian tube with essure device": fabricated fallopian tube that is 7.0 cm in length x 0.6 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Also received within the container is silver, metallic, coiled medical device in aggregate 3.7 x 0.5 x 0.2 cm; "left fallopian tube with essure device" fimbriated fallopian tube that is 6.5 cm in length x 0.7 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Slightly adherent to the proximal end of the fallopian tube is silver, metallic, coiled medical device in aggregate 2.5 x 2.2 x 0.2 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received - outcome of the events pain and bleeding updated as recovered/resolved. Events of pregnancy with contraceptive device and autoimmune disorder downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device(location of device: fallopian tubes),"), pelvic pain ("severe pelvic pain / pain"), abortion spontaneous ("stillbirth or miscarriage"), pregnancy with contraceptive device ("pregnancy"), autoimmune disorder ("possible autoimmune disorder") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 and altered hormone level. Concurrent conditions included obesity, vomiting, breast engorgement, abdominal pain, anxiety, vomiting, amenorrhea and blood pressure high. Family history included prostate cancer (grandparent), hypertension, breast cancer and throat cancer. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("complications during menstruation"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("severe depression"), dry skin ("extreme dry skin"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), weight decreased ("weight loss"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic bilateral salpingectomy and removal of coils). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and pelvic pain had resolved and the abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, uterine haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, dry skin, bladder disorder, urinary tract disorder, migraine, headache, weight decreased, nausea, nervous system disorder, visual impairment, fatigue, gastrointestinal disorder, alopecia and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: she endured these problems for several month before seeking additional medical treatment. The partial hysterectomy was necessary because the essure device caused the complications mentioned and needed to be removed.the number of expanded coils that appeared trailing into the uterine cavity was 7. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Pregnancy test urine - on an unknown date: negative. On (B)(6) 2015 patient had follow up pregnancy test which was negative. On (B)(6) 2014 patient had obstestric ultrasound resulted in decrease fetal movement, oligohydramnios, benign essential essential hypertension on (B)(6) 2015 patient had surgical pathology final report resulted in fallopian tube with chronic salpingitis, unremarkable para tubal cyst,negative for malignancy, fallopian tube with chronic salpingitis. Unremarkable para tubal cyst and negative for malignancy. The container is labeled "right fallopian tube with essure device.' Received in formalin is a 3 gram, tanpurple, fabricated fallopian tube that is 7.0 cm in length x 0.6 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Representative sections are submitted. Also received within the container is silver. Metallic, coiled medical device in aggregate 3.7 x 0.5 x 0.2 cm. The medical device is placed in a separate labeled container also labeled with "foreign body" with discard date. M/rs1. The container is labeled "left fallopian tube with essure device." Received in formalin is a 3 gram tan-purple, fimbriated fallopian tube that is 6.5 cm in length x 0.7 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Slightly adherent to the proximal end of the fallopian tube is silver. Metallic, coiled medical device in aggregate 2.5 x 2.2 x 0.2 cm. The medical device is placed in a separate labeled container also labeled with "foreign body' with a discard date. Concerning the injuries reported in this case, the following one was reported via medical records:uterine hameorrhage,vaginal hameorrhage and menorrhagia. Most recent follow-up information incorporated above includes: on 26-feb-2018: significant correction made.event added (device breakage). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain, then around eight months after placement she underwent a partial hysterectomy. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, approximately one month after the implant procedure, plaintiff experienced severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced menstrual discomfort ("complications during menstruation") and dyspareunia ("dyspareunia"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, menstrual discomfort and dyspareunia outcome was unknown. The reporter considered pelvic pain, menstrual discomfort and dyspareunia to be related to essure. The reporter commented: she endured these problems for several month before seeking additional medical treatment. The partial hysterectomy was necessary because the essure device caused the complications mentioned and needed to be removed. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain, then around eight months after placement she underwent a partial hysterectomy. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, approximately one month after the implant procedure, plaintiff experienced severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device(location of device: fallopian tubes),"), pelvic pain ("severe pelvic pain / pain"), abortion spontaneous ("stillbirth or miscarriage"), pregnancy with contraceptive device ("pregnancy"), autoimmune disorder ("possible autoimmune disorder") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 4 and altered hormone level. Concurrent conditions included obesity, vomiting, breast engorgement, abdominal pain, anxiety, vomiting, amenorrhea and blood pressure high. Family history included prostate cancer (grandparent), hypertension, breast cancer and throat cancer. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("complications during menstruation"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("severe depression"), dry skin ("extreme dry skin"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), weight decreased ("weight loss"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)), and surgery (laparoscopic bilateral salpingectomy and removal of coils). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and pelvic pain had resolved and the abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, uterine haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, dry skin, bladder disorder, urinary tract disorder, migraine, headache, weight decreased, nausea, nervous system disorder, visual impairment, fatigue, gastrointestinal disorder, alopecia and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: she endured these problems for several month before seeking additional medical treatment. The partial hysterectomy was necessary because the essure device caused the complications mentioned and needed to be removed. The number of expanded coils that appeared trailing into the uterine cavity was 7. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Pregnancy test urine - on an unknown date: negative. On (B)(6) 2015 patient had follow up pregnancy test which was negative. On (B)(6) 2014 patient had obstestric ultrasound resulted in decrease fetal movement, oligohydramnios, benign essential essential hypertension. On (B)(6) 2015 patient had surgical pathology final report resulted in fallopian tube with chronic salpingitis, unremarkable para tubal cyst,negative for malignancy, fallopian tube with chronic salpingitis. Unremarkable para tubal cyst and negative for malignancy. The container is labeled "right fallopian tube with essure device.' Received in formalin is a 3 gram, tanpurple, fabricated fallopian tube that is 7.0 cm in length x 0.6 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Representative sections are submitted. Also received within the container is silver. Metallic, coiled medical device in aggregate 3.7 x 0.5 x 0.2 cm. The medical device is placed in a separate labeled container also labeled with "foreign body" with discard date. M/rs1. The container is labeled "left fallopian tube with essure device." Received in formalin is a 3 gram tan-purple, fimbriated fallopian tube that is 6.5 cm in length x 0.7 cm in greatest diameter. There are multiple para tubal cysts, up to 0.2 cm in greatest dimension. Sectioning of the fallopian tube is grossly unremarkable. Slightly adherent to the proximal end of the fallopian tube is silver. Metallic, coiled medical device in aggregate 2.5 x 2.2 x 0.2 cm. The medical device is placed in a separate labeled container also labeled with "foreign body' with a discard date. Concerning the injuries reported in this case, the following one was reported via medical records:uterine hameorrhage(confirming events vaginal hameorrhage and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, patient historical and concomitant condition added, concomitant drug added, family history added, events added as follows:- vaginal haemorrhage, menorrhagia,pregnancy on contraceptive device,abortion spontaneous, cystitis, urinary tract infection, vaginal infection,female sexual dysfunction, depression,device dislocation,dry skin,bladder disorder,urinary tract disorder,migraine,headache,weight decreased, nausea, nervous system disorder,visual impairment, fatigue,gastrointestinal disorder, alopecia,dysmenorrhoea,abdominal pain lower,device monitoring procedure not performed, device ineffective. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.